Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 106 alarm, that occurred during night drain six, was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 19:32:23. This information meets iipv criteria. No additional information is available.